Event description:
A home pt contacted baxter's technical service center regrding a system error 2240 message that appeared on the display of the home pt's homechoice machine during her automated peritoneal dialysis therapy. Per initial report, a supply become disconnected form the supply line of the homechoise set for an unknown reason. Baxter's technical service center assisted the home pt in ending the thereapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.